Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The driveline remains implanted. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that while patient was at the clinic visit, it was noted that two areas of outer sheath of the driveline had tears distal to previous driveline repair. There were no alarms and driveline wires were intact. A driveline sheath repair was performed according to fs0012 rev 3. The patient was not prepped for the procedure and there were no pump stops.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Log file analysis revealed normal pump parameters and no alarms recorded that could be related to the reported event. On-site inspection of the driveline cable revealed additional tearing of the outer sheath distal to previous sheath repair, thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the reported damage of the driveline outer sheath could be a progression of the previously reported sheath damages. The manufacturer has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.